Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Tracking difficulty, withdrawal difficulty, and balloon separation while in patient, are known potential complications associated with the emboguard balloon guide catheter. Difficulty tracking a catheter through the vasculature is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Therefore, the potential for patient injury/death occurring as a result of any tracking difficulty is remote. However, withdrawal difficulty and balloon separation while -in patient, do present risks for patient harm. If a piece of the balloon separates in the patient, it could embolize with the potential for ischemia or infarct. Withdrawal difficulty of the device could require significant force, which can then result in dissection, perforation or other vessel damage. It is important to note, the instructions for use (IFU) for the emboguard balloon guide catheter states the use of the device in excessive vessel tortuosity may result in the use of excessive forces which may lead to device damage. There are clinical and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique that may have contributed to the reported event rather than the design or manufacture of the device. The alleged device failures necessitated surgical intervention (i.e., use of a sheath) to remove the separated device fragment from the patient and preclude further complications. Additionally, it appears that patient treatment was absent as a consequence of device performance. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 9235692) was used for a mechanical thrombectomy procedure to treat an occlusion of middle cerebral artery (mca) for cerebral infarction. Vessel tortuosity was severe from the femoral artery to the aorta. During advancement of the emboguard, the device became ¿stuck around the descending aorta.¿ the physician tried to forcibly remove the device, resulting in separation of the device. The separated fragment was withdrawn using an arrow 8f sheath. It was confirmed that no fragments/residue was left in the patient¿s body and the procedure was cancelled without performing the thrombectomy. The infarcted area became larger because the thrombectomy procedure was not performed. The patient was still in the hospital under conservative treatment, with plans for transfer to a rehabilitation facility. The physician¿s assessment of the health hazard: ¿non serious. This was a delicate case in the first place in terms of the application of mechanical thrombectomy, which the patient had a considerable risk of bleeding and there was a possibility that the status would worsen in case the thrombectomy was forcibly performed.¿ the physician¿s comment on the relationship between this event and the product: ¿although the thrombus could not be removed, the physician judged that the symptoms would not worsen any further. The time of onset of the stroke was unknown. The stroke had already formed prior to the thrombectomy and the range that could be rescued was limited, it was a delicate case for the thrombectomy application.¿ possible causes other than the product: ¿compatibility with arrow 8 fr sheath (because the ID of the emboguard is 2.7 mm), and the severe vessel tortuosity.¿ the patient has a medical history of smoking and abdominal aorta aneurysm. The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery for cerebral infarction. The devices were used according to IFU. Cerebral angiography was performed by using 4f sheath and diagnostic catheter to confirm cerebral infarction. Arrow sheath 8f was selected for use as the vessel tortuosity was severe from femoral artery to aorta. The emboguard was inserted. Attempted to advance the emboguard by using gadelius 6fr inner catheter, but the emboguard got stuck around descending aorta. As the emboguard could not be advanced or pulled, the physician tried to forcibly remove the emboguard only, with remaining the 35 guidewire in place, resulting the emboguard got separated. The separated part was withdrawn with arrow 8f sheath. Confirmed that there was no residue left in the patient¿s body and the procedure was cancelled without performing the thrombectomy. The infarct area became larger because the thrombectomy procedure was not performed. The physician decided to transfer to conservative treatment as the situation would not get any worse now. Post-procedure changes in the patient: the patient was still in the hospital under conservative treatment, plan to transfer to a rehabilitation facility. The physician¿s assessment of the health hazard: non serious. This was a delicate case in the first place in terms of the application of mechanical thrombectomy, which the patient had a considerable risk of bleeding and there was a possibility that the status would worsen in case the thrombectomy was forcibly performed. Physician¿s comment on the relationship between this event and the product: although the thrombus could not be removed, the physician judged that the symptoms would not worsen any further. The time of onset of the stroke was unknown, the stroke had already formed prior to the thrombectomy and the range that could be rescued was limited, it was a delicate case for the thrombectomy application. Possible causes other than the product: compatibility with arrow 8 fr sheath (because the ID of the emboguard is 2.7 mm), and the severe vessel tortuosity. Medical history: abdominal aorta aneurysm, smoking. Continuous flush was done. Other concomitant devices were arrow sheath 8f cl-07845 (teleflex), radifocus guidewire (terumo), phenom microcatheter (medtronic), goodtech y connector (goodman co., ltd.).¿ the complaint was submitted with a photograph of the device, which is pending further analysis.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3, h4 and h11. Corrected data: d4 (primary UDI number). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). The initial examination of the returned emboguard device identified shaft separation approximately 540 mm from the distal end of the device, exposed braiding and the inner liner were also seen at this location. On the other half of the device stretching of the shaft was seen between approximately 370 mm and 410 mm from the strain relief. The device was separated approximately 430 mm from the strain relief. It was confirmed that the break did not occur at bonded region. The braiding on the inner surface of the device appeared to be embedded into the jacket wall. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured. Due to the shaft separation, it was not possible to carry out any functional checks on the returned device. An 8f arrow sheath was also returned with the emboguard device, it was found that there was flattening present on the proximal end of this device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event detailed that the emboguard device was forcibly removed through the arrow sheath and the device shaft became separated on removal. It was attempted to recreate the damage using a sample emboguard and the returned damaged arrow sheath. The recreation showed that withdrawing the device through a damaged sheath could result in stretching of the shaft, but did not indicate that the device shaft could become separated. Therefore, while the complaint event was confirmed, the root cause could not be established in this situation. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6and h11. The embogurard device that broke in two and one another company product were visible in the provided photographs. Review of the photographs showed evidence of the shaft fractured and separated approximately 540mm from the distal end. The other shaft was separated from approximately 430mm from the strain relief and a kink was observed approximately 410mm from the strain relief. From the photographs provided, it was seen that the polymer jacket had broken at an angle a the two fractured of the shafts, and braided structure was protruding. From the provided photo, the length of the protruding braided structure seemed to be the same length. Fragment on shaft 1, crushing was observed approximately 8 mm from the fracture. Fragment on shaft 2, there was a trace of the polymer jacket stretching at the fracture. From the photographs, it appeared that there was no damage to the balloon, but the condition of the balloon could not be confirmed from the photographs. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: rhv, lav, peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Conclusion: review of the photographs provided showed evidence of shaft separated on the emboguard bgc shaft. The fracture part was cut at an angle, and the braid mulberry popped out, and there was a stretch mark on the polymer jacket, it was conceivable that the polymer jacket broke due to excessive pulling loads, causing the braid structure to be stretched. There is no evidence of balloon damage. It is not possible to confirm the complaint event from the provided photographs, and the root cause cannot be determined. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.